Event description:
It was reported that the device was at elective replacement indicator and premature battery depletion was suspected. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product ID 5071-35 implantable pacing lead implanted: 2003 (B)(6); product ID: 5076-58 implantable pacing lead 2003 (B)(6); product ID: 5076-45 implantable pacing lead 2003 (B)(6). (B)(4).